Manufacturer narrative:
(B)(4). Batch # l54m7t. The analysis results showed that one ecr60m reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, the reload was opened by circulator, reload fell apart before it was loaded. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.